Event description:
Cuff patch lot # 32177 implanted in 2003. Right rotator cuff repair. Inflammation noted during follow-up in 2003. Incision reportedly was inflammed and open. Patient picked small pieces of tissue out of wound and brought to physician's office.